Event description:
The hcp reported the patient had been standing in her kitchen and was "hit with intense electric jolt throughout spine. Then would be intermittent, maybe 2 x day, then every other day, then stopped." No patient treatment was performed and no device troubleshooting was required. Patient's pump contains morphine. The patient recovered without sequela. "Patient just moved - is having pain from the move, but no more intense jolts."